Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see section h.10.

Event description:
It was reported that the syr 10ml pump compatible saline 10ml fil experienced the tip/luer of syringe breaking off during use. The following information was provided by the initial reporter: material no.: unknown; batch no.: unknown. Tip of syringe broke off in IV tubing when changing it out.

Manufacturer narrative:
The event description, medical device brand name, common device name, medical device type, device manufacturer, device expiration date, device manufacture date, unique identifier number, PMA/510(k)#, and device manufacture date have been updated. The following information has been updated: b.5. Describe event or problem: it was reported that the syr 10ml pump compatible saline 10ml fil experienced the tip/luer of syringe breaking off during use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. Tip of syringe broke off in IV tubing when changing it out. D.1. Medical device brand name: syr 10ml pump compatible saline 10ml fil. D.1. Common device name: saline, vascular access flush. D.2. Medical device type: ngt. D.4. Medical device catalog #: 306547. D.4. Medical device lot #: 9127853. D.3. Medical device manufacturer: bd medical (bd west) medical surgical. D.4. Medical device expiration date: 2022-04-30. D.4. Unique identifier (UDI) #: (B)(4). G.1. Manufacturing location: bd medical (bd west) medical surgical. G.5. PMA/510(k)#: k161552. H.4. Device manufacture date: 2019-05-07 h3 other text : see h.10.

Event description:
It was reported that the syr 10ml pump compatible saline 10ml fil experienced the tip/luer of syringe breaking off during use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. Tip of syringe broke off in IV tubing when changing it out.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd syringe experienced the tip/luer of syringe breaking off during use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. Tip of syringe broke off in IV tubing when changing it out.